Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy procedure, at the first firing of the closure of colon, the surgeon tried to fire the device, however could not. Replaced by a new cartridge, and connected to the same handle, and the procedure was continued with no problem. No patient harm.